Event description:
It was reported that a person using the ilet experienced hyperglycemia with reported glucose values of 392 mg/dl and a confirmatory fingerstick of 342 mg/dl after a usual breakfast, with ongoing rise despite a site change earlier that morning and confirmation of no visible kinks or moisture at the infusion site; approximately 14 units of insulin remained in the cartridge and a supply change was planned. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or emergency treatment. Troubleshooting and education were completed, including review of infusion site integrity and device use. Investigation included complaint intake and assessment of user-reported device function, infusion site status, and recent set change. Investigation of this case revealed no confirmed device malfunction based on user reports, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.